Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, it was reported that an attempt was made to inflate the balloon and a leak from the balloon was observed. The device was replaced, and the procedure was completed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.